Event description:
It has been reported that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 6mm to occlude the vessel. The physician looked at the flouroscope and the vessel did not appear to be occluded. The occlusion balloon then deflated about 10 seconds later, and this was observed on the flouroscope. The physician removed the device and replaced it with another to complete the case. Pt reported to be fine.